Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with fingerstick values up to 240 mg/dl and dexcom g7 readings around 194¿195 mg/dl, during menstruation which the user understood could affect glucose; a potential infusion site absorption issue due to scar tissue was discussed and the user performed a tubing-only supply change. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and continued monitoring. Investigation included user interview, troubleshooting, and education regarding infusion site management and supply change. Investigation of this case revealed no device alarms or confirmed device malfunction, and the event was consistent with possible infusion site absorption variability and physiological factors affecting glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.